Event description:
Follow up information received reported that after reprogramming of the implantable neurostimulator (ins), the patient felt the stimulation in their legs but not in the low back anymore. The patient did not seem to have any more electric shocks but the therapy was not as good as it was right after implant. The physician has not heard back from the patient for more than a month. Explantation of the ins system was discussed but nothing has been planned yet. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 37702 restore, serial #(B)(4)) found no anomaly. Connector module had foreign material under cover. Setscrew #8 was backed out too far. Shield/can was scratched. Analysis of the lead (lead scs (B)(4)) found its body cut through, the product was segmented. Three segments were returned, 2 proximal and 1 distal. All conductors were cut on both legs. Outer insulation was melted, cautery was suspected. There were multiple cosmetic melted spots on both legs of the lead. Body tubing was loosened at molded rubber on both legs of the lead. Body insulation was cut thru, lead was segmented in both legs of the lead. Analysis of the extension (extn 37081-40 octad, serial #(B)(4)) found no anomaly. Analysis of the extension (extn 37081-40 octad, serial #(B)(4)) found no anomaly. There were suspected tool marks in outer insulation. (B)(4).

Event description:
It was reported the patient experienced a "powerful electric shock" when bending, while taking a shower. It was stated, the patient had low back stimulation before the event, but since has not had stimulation in that area. Stimulation could be felt in the legs though. The patient's status at the time of the report was no injury and no adverse event. No symptoms were reported in relation to this event. Two weeks later, it was reported, the shocking was "probably" due to overstimulation. It was stated, the patient could feel stimulation from the low back to the legs at the time of the event. The device could not be reprogrammed to reach the area where the patient felt the "most important" pain. This area was the low back and left hip. Sufficient therapy was not attained. The following day, it was noted that no high impedances were measured and "everything looks fine" in reference to the device. A follow up report will be sent if additional information is received.

Event description:
Follow up information reported the implantable neurostimulator (ins) was explanted because the patient had no pain relief. It was also reported that diagnostic testing and troubleshooting during the event involved impedance testing, x-rays (results not provided), and reprogramming. The patient status at the time of report was noted as alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-30, lot # 0206004858, explanted: (B)(6) 2013, product type lead; product ID 37081-40, serial # (B)(4), explanted: (B)(6) 2013, product type extension; product ID 37081-40, serial # (B)(4), explanted: (B)(6) 2013, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Product ID: 39565-30 lot# 0206004858, implanted: 2012 (B)(6), product type lead product ID: 37081-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 37081-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.